Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
Method: actual device used in case was evaluated. Visual examination performed. Results: the actual device used in case was evaluated. Visual examination of the returned aspiration catheter revealed that the device was in two separate pieces. Visual examination of the tip area indicated that the tip is bent and the marker band is present. The aspiration catheter is kinked 62cm from the strain relief. There is a kink 9cm from the tip of the device. The wire lumen is torn approximately 1.5cm in a distal direction. The shaft separation occurred 3mm from the end of the braided shaft. Due to the condition of the returned device and the torn wire lumen it is most likely the device experienced tensile forces beyond its design limits. A review of the device history record did not detect any deficiencies in the manufacturing process. The event is confirmed for shaft broke. The exact root cause can not be determined. The analysis is complete as of today (B)(4) 2012.

Event description:
It has been reported to us that during the procedure that the distal tip of the aspiration catheter separated during the procedure and was able to be successfully removed from the patient. The physician inserted the aspiration catheter into the patient's leg. The case was not difficult, non-tortuous, no calcification. The physician made a few passes, no real resistance was felt. The physician removed the aspiration catheter from the patient and noticed that the catheter looked different. The physician confirmed on the cine image that the distal tip marker band was still inside the patient's leg. The physician was able to successfully remove the separated distal tip marker band from the patient. The procedure was prolonged by two hours. The patient is reported to be fine.